Event description:
Customer reprots that she obtained results of 14mg/dl and 134mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.